Event description:
It was reported that the patient had a fall that resulted in a fracture of the lead wire. The patient lost therapeutic effect following the fracture and did not want another surgery to revise the leads. Additional information had been requested, but was not available as of the date of this report.

Event description:
Follow-up information reported that the patient still had concerns pertaining to their implantable neurostimulator, but they had not sought further help. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3776-45, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), extension model 3708240, serial# (B)(4), implanted: 2009 (B)(6), extension model 3708140, serial# (B)(4), implanted: 2009 (B)(6), lead model 3487a-45, lot# v102435, implanted: 2009 (B)(6), lead model 3487a-45, lot# v160164, implanted: 2009 (B)(6). (B)(4).